Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
During orif procedure, drill bit was used to make a distal hole. Then when a screw was attempted to insert, it could not be inserted normally, even though reinsertion of the screw was attempted for a few times. The nurse pointed out that it could be possible that the tip of the drill was broken (missing a part). The surgeon¿s opinion: the patient had thick cortex, this could be a reason that the screw could not be inserted well.

Manufacturer narrative:
The reported event could not be confirmed. The device inspection revealed the following: only the shaft of the returned drill bit shows some wear but the drill bit as such is still intact. No tip breakage is visible. The device is conforming to specifications and is fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be other related. There was no failure with the returned drill bit. It was mentioned that there were some problems inserting a screw. If any further information is provided, the investigation report will be updated.

Event description:
During orif procedure, drill bit was used to make a distal hole. Then when a screw was attempted to insert, it could not be inserted normally, even though reinsertion of the screw was attempted for a few times. The nurse pointed out that it could be possible that the tip of the drill was broken (missing a part). The surgeon¿s opinion: the patient had thick cortex, this could be a reason that the screw could not be inserted well.